Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during insertion of the aquabeam handpiece into the patient, the aquabeam scope optical fibers were broken, resulting in an inability to have cystoscopy view. The treating surgeon proceeded with aquablation therapy using ultrasound imaging to place the scope tip. During jet alignment, the aquabeam robotic system generated an "e22 - motorpack" error. A second aquabeam handpiece was used which resolved the error. During jet alignment, there was no indication of a functional high velocity waterjet. When the treating surgeon stepped on the aquabeam foot pedal, the high velocity waterjet was visible for one spray and then it never occurred again. After a few minutes of troubleshooting, the treating surgeon decided to convert to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. A replacement aquabeam handpiece was provided to the account as part of the warranty replacement. Functional testing was unable to reproduce the reported failure; priming at 50%/100% pump power and jet alignment were performed successfully without any issues. Waterjet was observed during priming, jet alignment and a simulated aquablation session. The root cause is undeterminable as the handpiece was found to be functioning as intended, however, it is unknown what caused the reported failure to occur. A review of the device history record (DHR) for the ab2000/serial number (B)(6)/ and aquabeam handpiece/ lot number 24c11370 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual sj-um0101-00 rev. B, um, aquabeam robotic system user manual, us, baytech and instruction for use sj-ifu0101-00 rev. B, aquabeam robotic system IFU, us, baytech were reviewed. Um0101-00 rev. F: 4.3 warnings: procedure · throughout the procedure, monitor the patient for unanticipated movement and immediately release the foot pedal to stop the procedure if movement is observed. Patient movement during the procedure may result in serious injury. · ensure the motorpack magnetic latch is pointing towards the black indicator. Clear any excess drape and seams off the magnet plate on the motorpack. Patient/user injury could occur with unanticipated movement of the motorpack. · active fluid evacuation/aspiration from bladder is operational during the aquablation procedure but be attentive for any occluding tissue in the aspiration tubing during the procedure. ·the aspiration tubing should not be bent, kinked, or twisted at any point during the aquablation procedure. Bending, kinking, or twisting the aspiration tubing may result in inefficient fluid aspiration. Ifu0101-00 rev e: 8.11 sterile: attach the input end of the aspiration tubing (the end without an arrow on it) to the port located on the side of the aquabeam handpiece. Pass the other end of the aspiration tubing (the end that does have an arrow) to a non-sterile technician. Caution: ensure that the input end of the aspiration tubing stays in the sterile environment to avoid minor infection(s). 8.12 non-sterile: locate the peristaltic pump on the user's left side of the console (when facing the front of the console). The aspiration tube guide is adjacent to the peristaltic pump. Press the key found near the middle of the aspiration tubing into the gray slot in the tube guide, in order to activate the switch. Ensure that the key is fully inserted into the slot. Open the peristaltic pump head and place the aspiration tubing inside the pump head. Carefully close the cover while ensuring the aspiration tubing is centered within the front and back jaws. Caution: verify that the tubing joints are securely attached to the peristaltic pump and that the tubing is correctly installed. Ensure the aspiration tubing is not pinched at the jaws located in the front and back side of the peristaltic pump. Failure to verify the proper installation may result in inefficient fluid aspiration due to poorly connected or damaged tubing. 8.13 non-sterile: attach the outlet end of the aspiration tubing (the end with the arrow) to the fluid outlet receptacle. Warning: the aspiration tubing should not be bent, kinked, or twisted at any point during the aquablation procedure. Bending, kinking, or twisting the aspiration tubing may result in inefficient fluid aspiration. 8.30 sterile: treatment a. To begin the aquablation treatment, step on the foot pedal and gently support the beige braided tubing extending from the back of the aquabeam handpiece. Caution (for system models other than ab2000c): failure to support the beige braided tubing may result in a system fault or insufficient cutting efficacy. A. During the aquablation treatment, use [-] indicator on the motorpack to decrease power/resection depth (if needed) and use [+] to increase back to planned power submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.